Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the cutting wire broke when they went to cut during therapeutic endoscopic retrograde cholangiopancreatography procedure involving an olympus single use preloaded sphincterotome. There was no patient injury reported.